Event description:
Customer reported getting high device results about 3 months ago. Customer stated feeling low and tested device but did not feel the reading was accurate, however values were not provided. Customer went to the hospital emergency room (ER) and their device = 55 mg/dl. Customer ate food and drank juice to elevate glucose before being released when their result = 102 mg/dl. Customer stated device continued to read high (302 & 245 mg/dl). On another occasion, customer went to the ER due to their results and their device = 125 mg/dl. No treatment was received. No controls used. Customer is a gestational diabetic and is 6 months pregnant. A request was made for return product and replacement product was sent.